Manufacturer narrative:
The complaint of separation on item b1115 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. A device history lot number review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported that lipid tubing disconnected at the filter area. Another report stated that lipid tubing disconnected from the site of filter connection. There was patient involvement, unknown patient harm and unknown delay in therapy. This captures 1 of 2 occurrences.